Event description:
Caller alleged imprecision with the inratio meter. Results as follows: date: (B)(6) 2012, inratio results: 1.1, 1.7. Test results were within minutes of each other from single patient. Customer obtained unexpected discrepant low results from one inratio meter over one lot of test strips. Pt was hospitalized approx 6 weeks, pt discharged (B)(6) 2012. Coumadin currently being adjusted by physician based upon inratio results. Pt's therapeutic range: 2 to 3.

Manufacturer narrative:
Investigation pending.